Event description:
Additional information received from the patient reported that the only steps they have taken to resolve the issue was to keep charging their device. It will usually last approximately 5 days.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was charging too often. This was different than before. This began 3-4 months ago and she steadily had to charge more and more often from every 2 weeks to 1 week to every couple of days. At the time of the report, the patient was reporting charging for 5 hours one day and then the implantable neurostimulator (ins) depleting the next day. Recharging statistics could not be checked with the clinician programmer due to the ins being depleted. The recharging statistics were checked with the ins recharger (insr) but were not very helpful as there were only 2 sessions showed the day of this report and then 4 sessions from (B)(6) 2015. The sessions from (B)(6) 2015 showed intermittent charging with a lack of coupling. The patient was getting 4-8 boxes with ease the day of this report. These symptoms were reported to be gradual. It was reviewed that the patient should keep an eye on the insr when charging to maintain coupling and to use the antenna dial. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B))(4).

Event description:
It was reported that the implantable neurostimulator (ins) was turning off by itself. The patient charged the ins last night and the ins was on. However, this morning she stopped feeling stimulation and the ins went off. The patient programmer (pp) showed the ins was off. The patient then pressed the therapy on button and the pp then showed a warning screen "charge ins." It was later reported that there was a loss of therapy and loss of stimulation even though the pp showed stimulation was on. The patient had the ability to change stimulation. The patient was fully charging her implant, but then it would shut itself off after a day. This started happening about the last 2-3 weeks. When the ins would turn off, she would check with the pp and it showed the lightning bolt and the ins was still turned on. It was later reported that the patient still thought something was wrong with her unit. She never had this problem before.